Manufacturer narrative:
Prior to the surgery, the surgeon notified 3d systems the intermediate surgical splint did not set the patient's occlusal anatomy into the correct intermediate occlusion. After a digital review investigation, it was determined the intermediate splints were designed using an stl that did not represent the surgeon's requested intermediate occlusion for the patient. 3d systems relayed this to the surgeon, and the surgeon elected to alter the surgical plan to allow the intermediate splint to be used and achieve the same planned final occlusion. The surgeon reported the surgery to be successful and the issue resulted in no delay to the surgery.

Event description:
The surgeon reported the vsp system intermediate splint did not match the planned intermediate position for the patient's mandible for double jaw orthognathic surgery.